Event description:
During the follow-up on (B)(6), the physician complains that some data such as a lead measurements, a lead impedance, v lead measurements, % av pacing distribution, were missing in the aida holter memory.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.